Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, and system risk analysis (sra). Trending analysis of the haze/mist issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the haze/mist issue is the catalytic converter, oil mist filter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a haze or mist emitting from the sterrad® 100s sterilizer and two healthcare workers (hcws) experienced reactions in the eye and throat. This complaint is for a hcw who reported he had an itching, burning, dry sensation in both eyes, and his symptoms alleviated and dissipated as soon as he left the room where the unit was located. The hcw did not report he received medical attention. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. There are no serious injuries reported in this complaint, and the eye reaction resolved without report of medical attention. Furthermore, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. However, this event is being reported as a malfunction subsequent to a serious injury for the report of haze.